Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, a driveline stiffness was observed between the exit site and the modular cable connector. The stiffest part was near the connector bend relief and formed a significant angle. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The report of stiffening along the pump cable could not be confirmed; furthermore, a specific cause for this change in the flexibility of the cable could not conclusively be determined through this evaluation. A photograph provided by the user facility showed the pump cable holding angled positions between the exit site and the bend relief. No cuts, tears, or other damage to the outer jacket layer of the pump cable were visible. The user facility reported that there were no technical issues with the device or with the driveline itself. The patient was asymptomatic and no alarms were reported. The patient remains ongoing on vad support, and no further related issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.